Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this implantable pacemaker entered in safety mode. While reviewing the device it was also discovered that this pacemaker also exhibited high out of range pacing impedance measurements on the right ventricular and right atrial channels. It was decided to explant and replace this device. This device was returned to boston scientific for evaluation. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker entered in safety mode. While reviewing the device it was also discovered that this pacemaker also exhibited high out of range pacing impedance measurements on the right ventricular and right atrial channels. It was decided to explant and replace this device. This device was returned to boston scientific for evaluation. No further adverse patient effects were reported.